Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vich 12.6, +04.50 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. Excessive vault was observed. The lens remains implanted. Cause of the event is reported as other, excessive vault. Additional information has been requested but none has been forthcoming.